Manufacturer narrative:
No sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that the haptic of an intraocular lens (iol) was noted to be sheared during implantation. The cause of the event was believed to be a bent plunger on the injector. Additional information has been requested.